Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited failure to capture. The ralp was not implanted, and the procedure was completed with only an lp implanted in the right ventricle. Patient condition was stable.

Manufacturer narrative:
The reported complaint of failure to capture was not confirmed. Visual analysis noted no anomaly. Further analysis performed, including output verification, found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment found that battery voltage above the elective replacement indicator (eri) with appropriate remaining longevity. No anomalies were found.